Event description:
It was initially reported that the sitter select model 8361 had an issue with the battery springs, the battery door and the volume button is broken. No consequences or impact to the pt reported. Inspection by posey shows that the fail safe feature was not working.

Manufacturer narrative:
Eval results (other): inspection shows that the alarm case is damaged, the fail safe feature is not working, magnet is not working and the voice recording function does not work. Conclusions: device failure related to user handling, evidence of product abuse.